Event description:
It was reported that during a supply change, the ilet battery was low and the device went dark while the user initiated a rewind; after charging, repeated restarts led to an ¿unable to proceed¿ message, followed by insulin occlusion and consecutive stalled motor alerts, with no supplies loaded, and the user reported a blood glucose of 255 mg/dl, consistent with a device issue characterized as a complete blockage involving the tube. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device problem consistent with complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.